Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had black fluid coming out of the scope. The event occurred at reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, g1 (email), h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of the gastrointestinal videoscope had black fluid coming out of the scope was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the investigation identified the following malfunctions: no image, charged coupled device damaged, corrosion at bending section, heavy corrosion at control body and corroded in scope connector. Based on the results of the investigation, the probable root cause of the gastrointestinal videoscope had black fluid coming out of the scope was component failure. The probable root cause of no image was component failure. The probable root cause of charged coupled device damaged was component failure. The probable root cause of corrosion at bending section, heavy corrosion at control body and corroded in scope connector was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.